Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that doctor was implanting a persona tibia and femur when the medial femoral condyle collapsed; the doctor explanted the tibia and femur and proceeded with a revision implant. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Reported event was unable to be confirmed due to limited information from the customer. No devices were received; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.